Event description:
It was reported the pt's ipg is non-functional due to the pt not recharging the ipg as recommended. In turn, the charger and programmer can no longer communicate with the ipg. An sjm rep attempted to troubleshoot the issue to no avail. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.